Manufacturer narrative:
Product analysis: analysis could not confirm customer's comment that the battery compartment was broken as there were no broken components or case halves. However it was noted that the keypad window was scratched. The encoder assembly was contaminated. Two (2) control knobs were contaminated. The lower case was contaminated in the battery compartment. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg)'s battery compartment was broken. The epg was returned to service. There was no patient involvement.